Event description:
The user facility reported a patient with cardiomyopathy was going to be on an impella 5.0 for mechanical circulatory support. The device was not able to be implanted due to anatomy issues, the device was unable to pass through the patient's vascular and attempts were aborted. No further information is available.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.